Event description:
Philips received a complaint by the mechanical engineer (me) on the v60, indicating that the device was getting "check vent: backup alarm failed" alarm that sounded during an inspection at the medical examiner (me) room. The issue was not duplicated after checking the device, but they requested to inspect the device. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6) reporter phone #: (B)(6).

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was a backup alarm failed" (diagnostic code 1104) the occurred and occurrence record of the alarm was also confirmed in the event log. The pse replaced the cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The issue of ls1 and secondary alarm failure has been previously investigated. Testing of this central processing unit (cpu) board with the accusation of a secondary alarm failure / ec 1104 has been analyzed and the results of the testing of this cpu has resulted in a no problem found.